Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 45 units after delivering approximately 50 units of insulin. Reportedly, the cartridge was filled with 300 units of cold insulin. Blood glucose level was 430 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.